Event description:
On 25/jul/2022, it was reported that this patient on peritoneal dialysis (pd) had an infection. There were no reported allegations that the infection was related to an issue with fresenius products. In additional follow-up, it was reported by a pd nurse that the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria staphylococcus aureus. The patient was initiated on a 21 day course of intra-peritoneal (ip) antibiotic therapy (medication unknown) on an outpatient basis. The patient continues pd with the same cycler and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.